Manufacturer narrative:
The device was received and evaluated. The returned device displayed a drive stall which was accompanied with an 0x5c alarm - open count too low at end of prime. This was reproduced during a pod reset. The investigation found a misalignment between the commutator cap and ratchet gear, where excess material/flashing was present between the two components. Damaged to multiple commutator cap fingers were noted as well, in the form of scratches and dents. This caused the commutator cap to not be seating correctly, and the commutator fingers were found on the raised portions of the ratchet gear head. This then resulted in the poor continuity with the rotational sensor springs, drive stall, and ultimately the 0x5c alarm. Hide section - activity.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33: check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the needle deployed early; indicating a needle mechanism failure. The pod was not worn and no adverse patient impact was reported.